Manufacturer narrative:
Device code relates to problem code for the investigation result of outer sheath detached/ broken at the outer diameter: proximal exterior tube ¿ endoscope interface(near the guidewire access sheath). A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found that the stainless steel tube was not actuated beyond its reconstrainment limit. The outer sheath was found detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (near the guidewire access sheath). Functional evaluation found that it was not possible to deploy the stent using the delivery system as received however, the stent could be manually deployed. The stent was measured to be within specifications. No issues were noted with the stent and no other issues were noted with the device. The noted damage to the returned device was consistent with the application of excessive force during device usage. The investigation concluded that that the observed failure is likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a 3 cm malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during stent deployment, a resistance was felt and the stent could not be released further. The stent was removed from the patient partially covered by the outer sheath and the procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was found detached/ broken at the outer diameter: proximal exterior tube ¿ endoscope interface(near the guidewire access sheath).